Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited low impedance. The lead was capped and replaced during a device upgrade procedure. No patient symptoms were reported.